Manufacturer narrative:
Inspection of the device found the soft cannula to be stretched and flattened. It is unknown how or when this damage occurred. During the investigation fluid was observed to reach the distal tip of the cannula despite this damage. No timeouts or drive stalls were seen in the download data. No other damages or defects were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated with a new pod.